Event description:
It was reported that during implant, the right ventricular (rv) lead was difficult to place with impedance greater than 4000 ohms and not acceptable thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the fixation helix was distorted from being bent and the lead appeared damaged at implant. The analyst commented that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).